Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery with mild calcification. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire had resistance with the anatomy and guiding catheter during advancement. The tip was floppy and material fatigue was noted. Therefore, a decision was made to remove the guidewire, but resistance was felt with the guiding catheter. Then the junction between the tip and the rigid body of the guidewire [shaft] became separated during removal. Intervention was performed using a snare device and separated portion was removed from the anatomy. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the patient¿s challenging lesion during advancement, resulting in difficult to advance and a failure to advance. Manipulation of the wire, when resistance was encountered likely contributed to the reported tip separation. A separation of the wires tip would impact its maneuverability/reported material too soft / flexible, and likely contributing to the reported resistance during removal. The separated portion of the wire was removed via a snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.